Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the lead tip measuring 53.9cm was returned for analysis. Externalized conductors due to external and internal insulation abrasions were noted at 10.8-14.0cm. External and internal insulation abrasion was noted at 15.8-17.0cm from the lead tip. Internal insulation abrasion was noted at 15.5-16.8cm from the lead tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.3-6.7cm from the lead tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a follow up, decreased pacing lead impedance was observed. X-ray revealed externalized conductors. The lead remains implanted.

Event description:
New information received indicated that the patient received several shocks due to noise. The noise was not reproduced with pocket manipulation or isometrics. Lead will be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the lead has been explanted and replaced. The patient is in good condition.